Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic console vitrector was not working. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarified that surgeries were completed using other devices and there was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative noted the error was due to an issue with the settings. The customer was using a 23 gauge probe; however, the system was set to a 20 gauge probe. Unrelated to the reported event, the company service representative noted intermittent footswitch issues. As a correction, the footswitch cable was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to user error. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).